Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage with leak was verified by visual inspection and testing. The sample received was a combination of 3 components. One sample of model mz1000-07, along with an extension set and syringe manufactured by a different manufacturer. Visual evaluation of the mz1000-07 revealed a crack in the body of the component. The component was then connected to a bd syringe and leakage was clearly seen from the crack on the body of the mz1000-07. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. The root cause for the crack observed on the body of the mz1000-07 is due to an over torqueing of the male luer connector used to connect to the female end of the mz1000-07. Excessive force used to connect the luer created a crack in the body of the mz1000-07. Additional examination of the rest of the submitted sample of non bd products, show that another luer connection was also over tightened and that connection showed signs of cracking as well. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector experienced leakage and device deformation. The following information was provided by the initial reporter: unfortunately, we had a safety incident with the bd maxzero needleless connector in our nicu department. I am not sure if the original packaging is still available, but I asked the nicu and materials management team here to keep the defective cap and any mating devices for further investigation. Rn for baby changed the lines for the tpn and il. A few minutes later noted, blood leaking into bed from lipid connection. Connections were tight. Blue microclave appeared to be cracked/dripping. Line was clamped, flushed and cap was changed. Event reached the person and caused mild harm, and may have required minimal intervention or care.